Manufacturer narrative:
An event regarding a fractured triathlon standard insert trial was reported. The event was confirmed. A visual inspection confirms the reported fracture. A device history review indicated that all devices accepted into final stock conformed to specification. There have been no other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time.

Event description:
It was reported that the #2 insert trial broke during surgery. Went to impact the trial and it cracked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the #2 insert trial broke during surgery. Went to impact the trial and it cracked.